Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers doctor reported via phone call the customer was hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 24 mg/dl at the time of the incident. The customer had eaten a bowl of pasta and delivered 10 units to cover. The customer was given dextrose 10 to treat. The customer experienced symptoms such as collapsing. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.